Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heater cooler did not cool as expected. The user also reported the flow rate over the ice was poor. The device was used to conclude the procedure. There were no reported adverse consequences to the pt as a result of this event.